Manufacturer narrative:
Correction: section h6: medical device problem code: it should have indicated 1189 - application program problem: dose calculation error, instead of 2993 - adverse event without identified device or use problem in the initial report submitted. Upon further review, it was noted that there was a significant dioptric difference between the original and replacement iol¿s. Hence, the event could be attributed to some calculation issue which would have occurred during the initial surgery and not due to product quality issue of the original lens. It could be reasonably expected that a patient would experience blurry vision when the wrong diopter is implanted. Therefore, this correction MDR is submitted to reflect this new reportability decision. There will no longer be any further reporting under MFR report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 model intraocular lens (iol) was explanted from patient's right eye due to blurry vision. There was no injury and no medical/ surgical interventions were required. Patient was doing okay during the post op. A replacement lens of model zxt300,19.5 diopter was used. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 9/29/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.